Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a literature published by department of hand surgery, karolinska institute in sweden. The title of this report is ¿dynavisc as an adhesion barrier in finger phalangeal plate fixationda prospective case series of 8 patients¿ which is associated with the stryker ¿variax plating¿ system. The article can be found at https://doi.org/10.1016/j.jhsg.2019.11.003. This report includes research done on 8 patients between the period april, 2016 and june, 2017. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses proximal interphalangeal extension lag of 20° at 3 months and 15° at 1 year along with poor tam (total active motion) at 3 months and fair at 1 year.